Event description:
A caesarean section was performed. During primary closure of hysterotomy in the lower uterine section, the suture needle popped off and went into the myometrium. It was retrieved with the assistance of fluoroscopy.